Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the implant not depleting wasn¿t determined. The device was on and okay with the patient connecting with the recharger every day and charging for 40 minutes or less. It was recommended waiting 2 days to recharge and the issue was resolved.

Event description:
20it was reported by a manufacturer's representative (rep) that the patient indicated that normally, the ins depleted, but over the past two weeks, the ins battery level indicator stayed at 100%. This started following their return home from vacation. The caller said that the impedances were ok. The therapy was on. The patient uses the following therapy parameters: l 5.1v 140us 130hz therapy impedance: 1006ohmsr 5.3v 140us 130hz therapy impedance: 887ohmsrecharge interval calculation 100%-0%: 9.25 days. The usage showed that in oct, the therapy was 89%, nov therapy was 100%, and dec therapy was 44%. The recharge information showed that the patient charged daily. The caller provided information from the charging diary, the average coupling showed 5 bars, the following sessions were recorded: dec 9 duration of charging session 52 min; dec 10 duration of charging session 35 min; dec 11 duration of charging session 60 min; dec 12 duration of charging session 49 min; dec 13 duration of charging session 20 min; dec 13 duration of charging sess ion 30 min. During the rep asked the patient about changes in therapy and did not report any changes to tss. The issue was not resolved through troubleshooting. Tss reviewed information about charging.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.